Event description:
On (B)(6) 2021 the patient contact of this male peritoneal dialysis (pd) patient contacted fresenius customer service. The contact reported a sample (unspecified) was turned in to the pd clinic on (B)(6) 2021 and was confirmed on (B)(6) 2021. Subsequently the patient was admitted to the hospital where they were taken off pd therapy. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the outpatient clinic on (B)(6) 2021 due to cloudy pd effluent. The patient was diagnosed with a pd catheter (not a fresenius product) exit site infection. The culture resulted positive for gram-negative bacilli (organism not provided). The infection did not progress to peritonitis and was only diagnosed with the exit site infection. The patient was hospitalized (date not provided) for removal of the pd catheter due to the infection. The infection was not related to use of any fresenius product(s). No additional information was provided. Additional information was received from the patient¿s peritoneal dialysis registered nurse [(pd)rn] on (B)(6) 2021. The patient was tired and not feeling well. The patient was diagnosed with peritonitis at the clinic on that day (not an exit site infection as initially reported). The culture results were positive for yeast, gram-negative, and gram-positive organisms (no specific organism or species provided). The patient¿s white blood cell count was 143 (unknown units). The patient was admitted to the hospital on (B)(6) 2021. During the hospitalization, the patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis. The patient will not return to pd therapy. The patient was discharged to home on (B)(6) 2021. The antibiotic therapy is unknown as it was administered during the hospitalization. The cause of the peritonitis event is unknown. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 01/nov/2021 the patient contact of this male peritoneal dialysis (pd) patient contacted fresenius customer service. The contact reported a sample (unspecified) was turned in to the pd clinic on (B)(6) 2021 and was confirmed on (B)(6) 2021. Subsequently the patient was admitted to the hospital where they were taken off pd therapy. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the outpatient clinic on (B)(6) 2021 due to cloudy pd effluent. The patient was diagnosed with a pd catheter (not a fresenius product) exit site infection. The culture resulted positive for gram-negative bacilli (organism not provided). The infection did not progress to peritonitis and was only diagnosed with the exit site infection. The patient was hospitalized (date not provided) for removal of the pd catheter due to the infection. The infection was not related to use of any fresenius product(s). No additional information was provided. Additional information was received from the patient¿s peritoneal dialysis registered nurse [(pd)rn] on (B)(6) 2021. The patient was tired and not feeling well. The patient was diagnosed with peritonitis at the clinic on that day (not an exit site infection as initially reported). The culture results were positive for yeast, gram-negative, and gram-positive organisms (no specific organism or species provided). The patient¿s white blood cell count was 143 (unknown units). The patient was admitted to the hospital on (B)(6) 2021. During the hospitalization, the patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis. The patient will not return to pd therapy. The patient was discharged to home on (B)(6) 2021. The antibiotic therapy is unknown as it was administered during the hospitalization. The cause of the peritonitis event is unknown. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with subsequent hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cause of the peritonitis is unknown. The patient¿s pd catheter was pulled which is the guidance for culture results with yeast, a member of the fungus family. Immediate catheter removal is recommended when fungi are identified in pd effluent. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.